Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
While prepping catheter in the back table, when the stylet catheter was inserted there was this gooey red stuff that came out of the catheter. Surgeon was not sure what it was, claimed they never seen it like that before. So for patient safety it was treated as contaminated item and another set was used. The catheter with same lot was pulled from the shelf. On (B)(6) 2016 per customer: no delay in surgery, no adverse consequences.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the catheters were visually inspected, no defects were noted. The complaint catheter was irrigated with purified water, no occlusion was noted, the water flushed out of the catheter was tinted orange. The 3 new catheters were irrigated with purified water; the water flushed out was very slightly tinted orange. A research for related complaints for product code 82-3072 was done for the last 3 years, (B)(4) other complaints were found, the devices were note returned and the complaint could not be confirmed. Review of the history device records confirmed the valve product code 82-3072 with lot ctpb0b, conformed to the specifications when released to stock in 12th january 2016. The orange discharge observed by the customer during catheter flushing could likely be rifampicin, which is one of the 2 antimicrobial drugs we impregnate into the bactiseal catheters. Bactiseal manufacturing process is basically a soaking process where we submerge silicone catheters into a drug solution. During the drying stage of the process though the impregnation cage (where the catheters are being held) would rotate to allow proper drainage of the drug solution from the catheter lumen, there are opportunity for the drug solution to remain in the catheter lumen and then dry/crystallize. There is no product/patient impact expected from the crystallization because: manufacturing lots with high crystallization occurrence would likely be an issue relating to the whole lot. During lot release test and sampling this would¿ve be hplc tested and causes the result to spike up. The high hplc result would¿ve lead to lot being scrapped. These would not make their ways to the customers. For those incidences where they actually make their ways to the customers: the flow of the csf would flush crystallization away from the ventricles. The total impregnated drug level within any bactiseal catheter is less than pediatric dosage based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.